Event description:
Additional info: iol was implanted in december 1995 with no reported problems or complications. In april 1997 pt reported eye pain & doctor diagnosed inflammation. The eye was treated with betamethasone sodium phosphate (1 gtt q 3 hrs) & ofloxacin 91 gtt q 3 hrs) & systemic prednisolone (30mg once a day) was administered. The inflammation continued despite treatment. The pt was identified to be hla-b27 positive with endogenous uveitis but the doctor decided to explant the lens because the inflammation had continued. Cultures taken from the anterior aqueous fluid yielded clostridium bifermentians.

Manufacturer narrative:
This report was mailed in to FDA on 12/16/1997.